Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a system revision procedure, externalized conductors were observed on the rv lead via fluoroscopy. The lead was explanted and replaced. The patient was doing fine following the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 15.0-17.7cm and 42.1-44.7cm from the distal tip. Internal insulation abrasions were noted at 7.7-8.6cm, 13.5-15.2cm, and 16.3-17.0cm from the distal tip. The etfe coating was intact at these locations.